Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) was difficult to operate. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the needle was difficult to attach. The needle was not attached well and fell off before use.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) was difficult to operate. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the needle was difficult to attach. The needle was not attached well and fell off before use.